Manufacturer narrative:
Corrected information has been provided in d4 (seril). Arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the issue was likely patient related as clinical information mentioned pump position was malpositioned due to patients anatomy. Hemolysis/mechanical interaction with blood: the cause of the issue was not established as data log analysis was inconclusive, no product was returned and limited clinical information was provided.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 64-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage b, with a history of known coronary artery disease. During support, the impella position was noted to be malpositioned due to the patient¿s anatomy. The patient began to show early signs of hemolysis. The care team attempted bedside repositioning of the impella; however, these efforts were unsuccessful. Interventional cardiology (ic) and cardiothoracic vascular surgery (ctvs) physicians subsequently made the decision to remove the impella cp. An additional anatomical abnormality noted during the course of care was arrhythmia. The patient survived to explant. The reported hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying ami/cgs physiology, hemodynamic instability, and suboptimal device position related to anatomic constraints. The reported arrhythmia may be related to the patient¿s underlying cardiac disease and critical illness in the setting of acute myocardial infarction and cardiogenic shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.